Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer experienced a fill resistance issue with one cartridge. Customer changed both needle and syringe to resolve the issue. Customer's blood glucose level was 142-143 mg/dl.